Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20318. It was reported the patient experienced pain at ipg site. The patient stated the ipg is superficial. The patient experienced multiple falls and had gained weight. The physician suspected the coating on the lead could be fractured so causing discomfort. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.